Event description:
It was reported that the patients lead has shifted. It was noted that the patient experienced shocks and ringing sounds. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(4). Batch: 2000023002.